Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 93 mg/dl. The customer stated that she filled the pump with insulin and cannot use it. The customer stated that she had to press the b button several times for it to work. The customer stated that the buttons are not working on the screen. The customer stated that the screen froze all of a sudden while she was trying to bolus. The customer stated that the numbers were scrolling up. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
No ramping numbers were noted. No frozen display noted. The pump had unresponsive up button response due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive button. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.